Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The permanent cautery hook was analyzed and found to have a broken distal pitch cable at the clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. The cable was fully broken. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking. Additionally, when the instrument was installed on an in-house system and driven, the instrument exhibited imprecise motion in the pitch direction. The grip tips moved in the direction commanded, however a lag or delay in the motion was observed. The instrument was found to have indentation on the monopolar yaw pulley. The indentation was found at the pulley near the broken pitch cable. The instrument was found to have damage of the conductor wire¿s insulation at the proximal clevis. There was not material missing and the conductor wires were not exposed. The conductor wire insulation was damaged, but the wire was not torn or fully broken. The instrument passed the electrical continuity test. Components adjacent to the damaged wire insulation show damage which may indicate potential mishandling. The distal idler pulley near the conductor wire found with multiple indentations which likely cause the damage of the conductor wire insulation. The instrument was found to have multiple indentations on the edge of the distal idler pulleys. There were no pieces missing. Grip cables/other components adjacent to this indented pulley show damage which may indicate potential mishandling. The conductor wire-monopolar had a damaged insulation. The instrument was found to have a bent banana plug at the back end of the housing. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, when performing a rotational movement to start the cut, the permanent cautery hook (pch) presented resistance to rotation, making the cutting amplitude difficult. The procedure was completed with no reported injury.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The permanent cautery hook instrument was transferred to the advance failure analysis (afa) team for additional investigations. Afa confirmed initial failure analysis findings. The instrument was found to have an indentation to the yaw pulley. No material appeared to be missing.